Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, e1, g2.

Event description:
Healthcare professional reported right side "saline rupture". Patient later reported "deflation plus concerns with the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed complaint trends have been observed, for the event a050401- fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported, right side 'saline rupture'. Device remains implanted.